Event description:
Caller reported advantage system blood glucose results of 480 mg/dl and 183 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. The strips have been discarded. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.